Event description:
The customer reported, the system would not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a bent pin in the lemo connector. System operates as intended.